Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that she is not using the insulin pump, and she is on manual injections per doctor's instructions. The customer stated that her blood glucose was high for an entire week. The customer also stated that she was in the emergency room for four hours and then released the day before her hospitalization. No further info was provided.